Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the 3060-tube stockyard refrigeration has been operating outside its temperature range, which allowed sample tubes to be stored at 20 degrees. The customer was not aware the operating temperature for the 3060 tube stockyard is between 2-8 degrees celsius. The laboratory does not suspect any sample results to have been affected.

Manufacturer narrative:
Service defrosted the refrigeration unit, resorted the temperature to 5 degrees. No additional information is provided.